Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention (pci) was performed on a complicated lesion in the coronary artery. A 2.50mm x 15mm nc emerge balloon was selected for treatment, but the balloon burst. It was noted that the emerge balloon tore in the artery, and that it appeared that the balloon section sheared off, but after closer inspection, it appeared that the balloon had torn and bunched up at the bottom of the catheter. It was also noted that at first it was thought that there was a fragment. However, after the device was removed from the patient and inspected, the balloon was noticed to have bunched up at the bottom of the catheter. The balloon was removed successfully from the patient. The vessel was aspirated, and the procedure was cancelled due to the a super complicated lesion. No patient complications resulted in relation to this event. It was further reported that on expansion of the balloon, the balloon burst. Upon removal, the balloon was missing. The patient remained stable and flow was good throughout the coronary artery.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks and bends to the hypotube. There was blood and contrast in the inflation lumen. At 4.5cmm from the tip of the device the guidewire lumen was stretched down for a length of 10mm. At 8mm distal from the proximal balloon waist cone transition there was a circumferential tear in the balloon. The remaining distal portion of the balloon was accordioned and advanced to the tip of the device. Product analysis confirmed the reported burst, as there was a circumferential tear. Product analysis could not confirm the reported no-cross of the lesion, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention (pci) was performed on a complicated lesion in the coronary artery. A 2.50mm x 15mm nc emerge balloon was selected for treatment, but the balloon burst. It was noted that the emerge balloon tore in the artery, and that it appeared that the balloon section sheared off, but after closer inspection, it appeared that the balloon had torn and bunched up at the bottom of the catheter. It was also noted that at first it was thought that there was a fragment. However, after the device was removed from the patient and inspected, the balloon was noticed to have bunched up at the bottom of the catheter. The balloon was removed successfully from the patient. The vessel was aspirated, and the procedure was cancelled due to the a super complicated lesion. No patient complications resulted in relation to this event. It was further reported that on expansion of the balloon, the balloon burst. Upon removal, the balloon was missing. The patient remained stable and flow was good throughout the coronary artery.

Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention (pci) was performed on a complicated lesion in the coronary artery. A 2.50mm x 15mm nc emerge balloon was selected for treatment, but the balloon burst. It was noted that the emerge balloon tore in the artery, and that it appeared that the balloon section sheared off, but after closer inspection, it appeared that the balloon had torn and bunched up at the bottom of the catheter. It was also noted that at first it was thought that there was a fragment. However, after the device was removed from the patient and inspected, the balloon was noticed to have bunched up at the bottom of the catheter. The balloon was removed successfully from the patient. The vessel was aspirated, and the procedure was cancelled due to the a super complicated lesion. No patient complications resulted in relation to this event.